Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty transformer on the system board. A follow up #1 was inadvertently submitted for this medwatch report number and it did not pertain to this report.

Event description:
Complainant alleged that while attempting to treat a patient, the device inappropriately powers up and shuts down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.